Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified system error. The issue was further described as, the pump was "infusing cryoprecipitate at a rate of 250ml/hr as a primary line. The bag had finished infusing and it was time to transition to the flush portion of the blood y-tubing. The pump had an unclearable error and had stopped transfusing". The nurse assessed the line above and below the site and noted no issues. The line infusing was a femoral mac that flushes with blood return. This occurred during patient infusion in the trauma intensive care unit (ticu). The pump was restarted with out issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.